Event description:
The tip of the hex driver broke off in the setscrew during use and could not be removed from the hex. It was left in the body. As the unintended piece was left in the body an MDR is being filed to document this event.